Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. Additionally, it was reported that the transmitter lost connection with the pump for an indeterminate amount of time. The transmitter ultimately regained connection with the pump. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.